Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty closing clip and gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was successfully advanced to the mitral valve; however, during preparation of the cds, it was initially difficult to insert into the steerable guide catheter (sgc). Then during the grasping, one of the grippers would not go down. The physician stated the grippers became damaged during prep; however, no visible damage was noted. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and without the device to analyze, a cause for the difficulty inserting the clip delivery system (cds) into the steerable guide catheter (sgc) cannot be determined. The reported gripper actuation issue is believed to be related to user technique. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
Subsequent to the initially filed report, the following correction was made: after preparation of the cds, it was initially difficult to insert into the steerable guide catheter. No additional information was provided.